Event description:
Same case as MDR ID#: 2134265-2013-06276; 2134265-2013-06277; 2134265-2013-06281; 2134265-2013-06282. (B)(4) study. It was reported that following percutaneous coronary intervention, in-stent restenosis and angina occurred. In (B)(6) 2011, the subject presented due to unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo bifurcated lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and directs placement of a 3.50 mm x 32 mm taxus element stent with 0% residual stenosis. Additionally a dissection was noted after the placement of the 3.50mm x 32 mm study stent. As a result to a 2.50 mm x 8 mm taxus element stent was deployed as a bailout stent. Target lesion #2 was a de novo lesion located in the left circumflex atrioventricular (l-av) groove continuation segment with 75% stenosis and was 18 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 24 mm taxus element stent with 0% residual stenosis. Target lesion #3 was a de novo lesion located in the proximal right coronary (rca) artery with 75% stenosis and was 26 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 12 mm and 3.00 mm x 20 mm taxus element stent in an overlapping manner, with 0% residual stenosis. One day post procedure the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented due to chest pain which was subsequently diagnosed as angina pectoris and was hospitalized on the same day and was referred for cardiac catheterization, which revealed in-stent restenosis of the study stents placed in all the 3 target vessels. One day post hospitalization, the subject was discharged. Thirteen days from discharge date, the patient presented due to diffuse restenosis of the study stents placed in the proximal lad, l-av and proximal rca. As a treatment, coronary artery bypass graft (CABG) was performed to lad, lcx and rca. Nine days post procedure, the event was considered resolved without residual effects and the subject was discharged on same day.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that target lesion #2 was located in the 2nd obtuse marginal branch segment (om2) and not the left circumflex atrioventricular (l-av) groove continuation segment. In (B)(6) 2013 , there was 75% diffuse restenosis of the study stents placed in the proximal lad (cass site # 12), 80% diffuse restenosis of the study stent in 2nd om (cass site# 21) and 75% restenosis of the study stent in proximal rca (cass site #1).

Manufacturer narrative:
Coronary angiography previously dated as (B)(6) 2013 corrected to (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that target lesion #1 was in the proximal left anterior descending (lad) artery extending to 1st diagonal branch segment. Target lesion#3 was located in the proximal right coronary artery (rca) extending in to distal right coronary artery (rca). On (B)(6) 2013 the event was considered resolved without residual effects. The subject was referred for surgery. Twenty-three days post discharged the subject presented to the hospital with the complaints of chest discomfort, sob on effort but not accompanied by chest tightness which resolves at rest. As a treatment there was CABG performed: lima to lad, svg to om and rca not in svg to lcx.